Manufacturer narrative:
Lot number, catalog number, and UDI left as unknown. Clarification of lot and product number pending. Once received, will update accordingly. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the user pulled the "inside shuttle" piece of a 6/7f mynxgrip vascular closure device (vcd), the collagen came out. The ¿inside shuttle piece¿ is the white advancer tube. The collagen was dry and not expanded. Manual pressure was held and there was no reported patient injury or complications. Patient is stable and doing well. The intended procedure was an interventional neuro case. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was only a single stick puncture and no calcification. The user is trained to the device. The device was stored per instructions for use (IFU). The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, and h10. -the product history review is expected but has not been completed. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the user pulled the "inside shuttle" piece of a 6/7f mynxgrip vascular closure device (vcd), the collagen came out. The ¿inside shuttle piece¿ is the white advancer tube. The collagen was dry and not expanded. Manual pressure was held and there was no reported patient injury or complications. Patient is stable and doing well. The intended procedure was an interventional neuro case. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was only a single stick puncture and no calcification. The user is trained to the device. The device was stored per instructions for use (IFU). The device was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2228701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.